Manufacturer narrative:
(B)(6). Service and repair evaluation: the customer reported the item was not working properly; the repair technician reported that the tip was bent and broken off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. As the cause of the issue is unknown, the item will be forwarded for further investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per the repair technician, who evaluated the device with lot 7393583 on (B)(4) 2016, the tip of the depth gauge is bent and broken. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(6), manufacturing date: (B)(6) 2013, part #: (B)(4), lot#: 7393583 (non-sterile) - depth gauge for 2.0mm and 2.4mm screws. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: no service history review can be performed as part number (B)(4) with lot number(s) 7393583 is a lot/batch controlled item. The manufacture date of this item is (B)(6) 2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of a fracture on (B)(6) 2016, the depth gauge was noted to not be functioning properly as it didn't slide in as smoothly. Another depth gauge was available for use. There was no surgical delay and procedure was completed successfully. Patient status was reported as stable. Additionally, it was noted that a second depth gauge was discovered during the procedure where the ball within the depth gauge that allows for resistance is missing. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: two depth gauge for 2.0mm and 2.4mm screws (part 319.006, lot 7393583 and 5032793) were returned for investigation. Device 7393583 was received in multiple pieces. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was not returned. Device 5032793 was returned intact, but the ball bearing and spring are missing from the slider body. The exact cause for both complaint conditions cannot be determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The root cause of the complaint condition is unknown. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.